Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed them to call back if the malfunction recurred. The customer acknowledged and understood the instructions, and it was determined they could continue using the pump.